Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012685665); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012529124); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with chronic kidney disea se, severe calcification, and severe aortic valve stenosis, a borderline misload was identified due to a frame node overlap that nearly involved the fourth node. The decision was made to use a new valve for the procedure. The new valve was loaded into a delivery c atheter system. Upon inspection of the new valve load, a frame node overlap involving the first node was noted. This valve was inserted into the patient, advanced to the annulus, and deployed. Upon deployment, a considerable expansion defection was observed. The p ossibility was infolding was considered; therefore, the valve was recaptured and withdrawn from the patient. A new valve was successfully implanted in the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with chronic kidney disea se, severe calcification, and severe aortic valve stenosis, a borderline misload was identified due to a frame node overlap that nearly involved the fourth node. The decision was made to use a new valve for the procedure. The new valve was loaded into a delivery c atheter system. Upon inspection of the new valve load, a frame node overlap involving the first node was noted. This valve was inserted into the patient, advanced to the annulus, and deployed. Upon deployment, a considerable expansion defection was observed. The p ossibility was infolding was considered; therefore, the valve was recaptured and withdrawn from the patient. A new valve was successfully implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received that the misload was identified by fluoroscopy. A new dcs was used for the loading of the new valve. The infold in the valve frame was first noticed during the first deployment. The under-expanded valve was recaptured one time due to infolding. A slight procedural delay occurred as a result of the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.